Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 399.43, lot# a7oa40. Manufacturing location: (B)(4), manufacturing date: oct 12, 2005. No non conformance reports were generated during production. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on oct 05, 2005. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced an acetabular hip fracture on an unknown date. The patient underwent a dynamic helical hip system (dhhs) on (B)(6) 2017. As the surgeon was striking the mallet on the striking point of the dhhs, the head of the mallet came off and fell onto the floor. The surgeon had another mallet available to complete the rest of the procedure. No harm to patient reported. There was no surgical time delay. The patient status was stable. Concomitant devices reported: dhhs striking point (part # unknown, lot # unknown, quantity one). This report is for one (1) 9mm ti solid femoral nail 400mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The hammer was returned in two (2) pieces. The shaft broke at the location where it is secured to the mallet head. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Dimensional inspection of feature(s) related to this complaint: the outside diameter of the shaft component nearest breakage measured and found to be within specification per relevant shaft component drawing. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to cumulative wear ultimately leading to failure of this 11+ year reusable hammer. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) hammer 700 grams.